Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shocking impedance from 60 to 126 ohms in one year time, which is high out of range. Technical services (ts) reviewed the device data and provided recommendations on manipulation testing. There are no artifacts and no noise observed. Further recommendations were provided. The lead remains in service. No adverse patient effects were reported.